Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported difficult to open or close associated with a single gripper actuation issue cannot be determined. The poor image resolution was related to the shadows created by the rotation of the heart and thus related to patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted clip mentioned is filed under a separate medwatch report #.na.

Event description:
This is filed on the second device that had a gripper that was not actuating on one side. It was reported that on (B)(6) 2021 the patient with mixed etiology mitral regurgitation (mr) grade 4 underwent the mitraclip procedure. Imaging was a challenge because of shadows created by the rotation of the heart. After the first mitraclip was implanted, a single leaflet device attachment (slda) was noted. The anterior leaflet was no longer inside the clip. In the physician's opinion, the slda was due to the patient anatomy. A second clip delivery system (cds) was prepared and inserted according to the device instructions for use, but the anterior gripper (non-dimpled) was not actuating when the lever was engaged. Trouble-shooting steps were performed such as cycling the grippers, locking the clip, and closing it, but these did not work. This cds was removed, undeployed, from the patient. Another cds was inserted and worked fine. The procedure was completed with mr grade 1 and two implanted mitraclips. The next day, 7/28/2021, the patient was reportedly in good condition and was ready to be discharged from the hospital, but the patient expired. The cause of death was a pulmonary embolus. An echocardiogram done earlier that day showed the clips were stable and there was no pericardial effusion. The mitraclip is not thought to be related to the patient death. No additional information was provided.